Event description:
It was reported that the device was displaying the service indicator. There were no reports of pt use associated with this event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The main pcb assembly was replaced and then, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and observed that the pcb would not complete the boot cycle or deliver therapy. It was determined that the root cause of the reported failure was that an integrated circuit, designator u8.